Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: there were unexplained pump reboot events observed in the pump's black box on (B)(6) 2014 at 01:56. The battery compartment was cracked between the bumper pad and the cover. The battery cap and cartridge were not returned. A test battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with a test battery cap and test cartridge cap. No power interruptions were duplicated. There was no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.